Event description:
Patient was implanted with transvaginal mesh on (B)(6) 2014. After the surgery, patient had pain in vagina, pelvic, groin, and legs. In (B)(6) 2015, patient had mesh removal surgery. Mesh cannot be removed completely because it adhered to her bone. The pain does not go away after removal surgery and pt is on pain medications. Pt also suffer from anxiety and depression because of the long standing pain. Pt has urinary retension from taking antidepressant, brintellix.